Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted, and did not show any additional complaints related to this event. No image, or video clip for the reported event was submitted for review. System error log review was conducted. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was performed. The first prograsp forceps instrument pn: 470093-11; ln: n10191211-0131 (time in use 0:27:34) was used during this procedure, and had reached its last remaining use during the procedure. The backup, second, prograsp forceps instrument pn: 470093-11 // ln: n12191119-0230 (time in use 0:26:04) was used once during this procedure and had 9 of 10 uses remaining. While all reusable instruments used in the case have not been used in subsequent procedures at this time, a site history search shows no complaints filed against the instruments. Technical review was completed by an isi advanced failure analyst (afa) engineer with findings as follows: the only errors in the system logs are a 31009 and 282 (both recognition) errors that would not indicate anything wrong with the system or the broken cable on the instrument. Technical review was requested from an isi clinical development engineer (cde) on 6-nov-2020 and findings were as follows: cables ¿spraying¿ during breakage is something that can potentially happen if the individual filaments of the cable are frayed and then ripped apart. Based on the information provided at this time, this complaint is reportable due to the following: while all fragments were allegedly retrieved, unintended fragment(s) falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, fragments fell inside the patient. The clinical sales representative (csr) contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report the issue, and said that an xi prograsp forceps instrument cable broke during the procedure and sprayed metal shavings everywhere, which fell inside the patient. The fragments were retrieved during the same procedure. The procedure was completed with no reported injury. On 10-nov-2020, isi obtained the following additional information regarding the reported event: it was reported that during a da vinci-assisted inguinal hernia repair procedure, fragments from a prograsp forceps instrument fell off and inside the patient. The specific surgical task being performed was unknown. The prograsp instrument was in use and inside the patient at the time of the event. During the procedure, an unspecified amount of ¿fibers from the prograsp forceps instrument cable, not metal shavings¿ were observed as falling off inside the patient. All fibers were visually retrieved during the same procedure, ¿so, no x-ray was needed." A backup prograsp forceps instrument was used to continue the procedure. The procedure completed robotically with no reported injury. There have been no reports of post-operative complications and the patient is reported as doing fine.